Event description:
A customer site in (B)(6) reported that the printed circuit board (pcb) reagent rack indicator (material number 28120128001) within their cobas ampliprep instrument (material number: 03051315992, serial number: (B)(4)) was burnt. Although the printed circuit board reagent rack indicator was burnt, fire was not evident, there was no further damage to the cobas ampliprep instrument and no operators were injured.

Manufacturer narrative:
Method: evaluation of the pcb manufacturing process. Conclusion: evaluation of the pcb manufacturing process was performed and it was determined that burnt pcb reagent rack indicators were caused by hairline cracks on the pcb. As a result of this finding, a corrective action was implemented to redesign the pcb reagent rack indicator. The redesign changes the orientation of the condensers on the pcb to reduce the risk of hairline cracks. The redesigned pcbs were incorporated into cobas ampliprep instruments serial number (B)(4) and higher; the customer's cobas ampliprep instrument was manufactured prior to this redesign. The pcb is an energy limited circuit (5 volts) that is covered by a plexiglass cover and it not classified as flammable. In general, all pcbs are according to ul 94 standard. Any possible associated risk and resulting harm caused by this event is considered low. The customer's cobas ampliprep instrument was repaired by replacing the damaged printed circuit board reagent rack indicator. (B)(4).

Manufacturer narrative:
Method - actual device was evaluated. Result - electrical short circuit. Conclusion - device repaired and returned, no conclusion can be drawn. The initial medical device report incorrectly stated that the burnt pcb regent rack indicator was caused by hairline cracks on the printed circuit board (pcb). The investigation concluded that it was not possible to determine the root cause of the burnt capacitor on the pcb. There is no evidence that the root cause is related to hairline cracks on the pcb, as was previously communicated. The customer's pcb in the case was revision c. There have been several revisions to the pcb since, and the current pcb is now revision f. There were no changes made in revisions d, e, or f to the case related capacitor. This is the only complaint received involving this specific capacitor on the pcb and is believed to represent a single issue occurrence and not a systemic design or manufacturing issue. The pcb rack indicator is an energy limited circuit (5 volts) that is covered by a plexiglas cover. The circuit is not classified as flammable. In general, all pcbs are according to ul 94 standard. Any possible associated risk and resulting harm caused by this event is considered low. The customer's cobas ampliprep instrument was repaired by replacing the damaged printed circuit board reagent rack indicator.